Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the clinic with fever and fatigue due to an infection at the site of the implanted device pocket and the presence of valve vegetation. An echocardiogram confirmed the vegetation on both the tricuspid and mitral valves. The physician explanted the entire system ¿ pacemaker, right ventricular lead and atrial lead due to infection. A new pacemaker system was replaced. The patient was in stable condition throughout the procedure.